Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument was partially applied with twenty-one remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. The instrument was cycled to load a clip; the pusher bar was observed going over the clip and not loading properly. The observed pusher bar over the clips could have occurred during surgical procedure starting to fire clips of the instrument. If end user did not start to cycle the handles firmly and completely during each clip loading and transition, it could occur a malformed clip or jammed clip to next sliding the pusher bar over clips resulting on unable to loading the clips properly as per functional intended use. As result of this failure condition the pusher bar position sliding over clips remains active unable to loading the clips properly to jaws. It was reported that the clips could not be loaded. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the jaws of the instrument are constrained or with a side load to the jaws while attempting to fire a clip. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: squeeze the handles together firmly as far as they will go. As the handles are squeezed, the clip is held firmly by the jaw and closed around the tissue. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparotomy, the clips could not be loaded. Another clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.